Event description:
It was reported that (1) sw100 was used during a lap nissen fundoplication procedure. It was reported by the rep that the instrument would not secure knot tightly and after instrument was reloaded, it broke suture off of needle during the firing cycle. The surgeon tied manual intra corporeal knot to finish the case. There was no consequence to pt.